Event description:
A report was received with the following event description: "had pt having active mi, pt into v-tach applied defib pads. Attempted to cardiovert pt and monitor came up with cannot charge message.' There were no adverse effects to the pt reported during this event.